Manufacturer narrative:
Description of complaint: problem with cuff-occluded tracheal opening. Batch paperwork: since no lot number is available batch and complaint records cannot be evaluated. Batch and complaint records indicated no such problems with this order. Retain sample: since no lot number is available the retain sample cannot be evaluated. The retain sample tracheal and bronchial cuffs were inflated and examined. No visual or physical damage was noted on both cuffs. The length of the inflation tails were measured and were found to be within blueprint specs. The tails were found to have an angled chop at both ends which is correct as per blueprint specs. Cause: the returned 37fr left broncho cath and 39fr left broncho cath were found to have no bronchial or tracheal pilots attached to the bronchial and tacheal inflation tails upon visual examination. Closer examination revealed that the bronchial and tracheal inflation tail lengths were under blueprint specs by approx 35mm. Further examination revealed that the chop angles were incorrect where the bronchial and tracheal pilot balloon were missing. They exhibited a 90 degree straight chop similar to when an inflation tails are chopped. The bronchial and tracheal cuffs showed no evidence of damage upon examination. Bronchial and tracheal pilots were attached to the respective tails and the bronchial and tracheal cuffs were inflated without difficulty and no visual or physical damage was noted on both cuffs. Summary of analysis: quality: the returned units did no cause injury to the pt. Non confirmed: the reported problem was not detected on examination of the returned units. Non-justified: there is no evidence to suggest that the noted problem occurred in house. Corrective action/comment: all co's cuffed catheters undergo a four hr inflate/deflate test prior to packing and it is at this point that any defects are removed from the order.

Event description:
Facility reported "problem with cuff, occluded"